Event description:
The patient reported being hospitalized sometime in (B)(6) 2025, due to persistently high blood glucose levels and an inability to bring them down after an unspecified duration of pod wear on the leg. The patient did not provide the specific date of event or blood glucose values at the time of the event. The patient was diagnosed with diabetic ketoacidosis at the hospital and required a three-day stay in the intensive care unit. Treatment provided during hospitalization included daily insulin injections. No further details were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.